Event description:
A report was received stating a ventilator's red display light was unable to be reset during patient use. The patient was removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and verified the reported event. The cse replaced the graphic user interface (gui) light emitting diode (led) to resolve the event. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.